Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results that were different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and the sensor was requested for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo data showed a declining signal across all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel, which likely contributed to the observed inaccuracies. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 18 dec 2025. G3. Date received by the manufacturer? 18 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.